Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak at the erythrolyse pump. The fse replaced the pump's 3-way valves and all its tubing to resolve the leak and the differential background failures. (B)(4).

Event description:
The customer reported noticing a leak from the solenoid above the erythrolyse pump (pm4) of the coulter lh 750 hematology analyzer. The customer indicated that the instrument failed differential background during the event. The customer stated that approximately two drops of fluid leaked and was contained within the instrument. The customer was wearing gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.